Manufacturer narrative:
Summary of investigation: lot: aa2381 is the only lot within the scope of this investigation. Thermacare lots are produced as individual lots. The device history record (DHR), reserve samples, and trending were evaluated. No quality issues were identified. Conclusion: the root cause category is non-assignable (complaint not confirmed as a quality defect). After a review of the batch thermal records, thermal results all met product release criteria. Consumer reports the wrap caused "burns." The cause of the consumers reporting the wrap caused "burns" is inconclusive since the review of records does not provide evidence to support a product defect. The product effect may vary with each individual. Care should be taken when using the device. Following all safety and use information as provided with the wrap to avoid the risk of burns or other skin irritation. The plant has reviewed this batch from a manufacturing perspective. No quality issues were identified upon this review of batch records, release testing data or, an inspection of retained samples. Retained samples met the product description, and the product is within the expiration date. This complaint does not impact the product quality for the batch. Process related was no. Final confirmation status was not confirmed. Lot trend assessment and rationale: an evaluation of the complaint history confirms that this is the 5th complaint about the subclass adverse event safety request for investigation received at the albany site requiring an assessment for this batch. The previous investigations did not confirm to have a manufacturing root cause related to the subclass. Per (B)(4) compliant trending guideline, effective date: 24-feb-2020, the complaint was evaluated to identify a potential trend for the lot and subclass. The calculated complaints per million produced (cpmp) result of 20 was below the upper control limit (ucl) of 33.9. No trend identified. On the basis of this evaluation, a trend does not exist for this lot. Expedite trend assessment and rationale: an evaluation was made by searching for possible trends for this subclass requiring investigation by the site. Based on this citi search, no trend identified for the subclass of adverse event safety request for investigation for flexible use xl products. Site sample status was not received.

Event description:
Burns [thermal burn]. Narrative: this is a spontaneous report from a contactable pharmacist. This pharmacist reported same event for five patients. This is the fifth of five reports. A patient of unspecified age and gender started to receive thermacare heatwrap (thermacare fuer flexible anwendung), lot number: aa2381 and expiration date: 31dec2021, via an unspecified route of administration from an unspecified date at unknown dose for an unspecified indication. The patient's medical history and concomitant medications were not reported. The patient complained about the batch due to burns (in the period august-march). The action taken in response to the event for thermacare heatwrap was unknown. The outcome of the event was unknown. According to product quality complaints: summary of investigation: lot: aa2381 is the only lot within the scope of this investigation. Thermacare lots are produced as individual lots. The device history record (DHR), reserve samples, and trending were evaluated. No quality issues were identified. Conclusion: the root cause category is non-assignable (complaint not confirmed as a quality defect). After a review of the batch thermal records, thermal results all met product release criteria. Consumer reports the wrap caused "burns." The cause of the consumers reporting the wrap caused "burns" is inconclusive since the review of records does not provide evidence to support a product defect. The product effect may vary with each individual. Care should be taken when using the device. Following all safety and use information as provided with the wrap to avoid the risk of burns or other skin irritation. The plant has reviewed this batch from a manufacturing perspective. No quality issues were identified upon this review of batch records, release testing data or, an inspection of retained samples. Retained samples met the product description, and the product is within the expiration date. This complaint does not impact the product quality for the batch. Process related was no. Final confirmation status was not confirmed. Lot trend assessment and rationale: an evaluation of the complaint history confirms that this is the 5th complaint about the subclass adverse event safety request for investigation received at the albany site requiring an assessment for this batch. The previous investigations did not confirm to have a manufacturing root cause related to the subclass. Per (B)(4) compliant trending guideline, effective date: 24-feb-2020, the complaint was evaluated to identify a potential trend for the lot and subclass. The calculated complaints per million produced (cpmp) result of 20 was below the upper control limit (ucl) of 33.9. No trend identified. On the basis of this evaluation, a trend does not exist for this lot. Expedite trend assessment and rationale: an evaluation was made by searching for possible trends for this subclass requiring investigation by the site. Based on this citi search, no trend identified for the subclass of adverse event safety request for investigation for flexible use xl products. Site sample status was not received. Follow-up (24aug2020): new information from pfizer product quality group provided investigation results include investigation results: no follow-up attempts are needed. No further information expected. Follow up (15oct2020): new information received from the product quality complaint group includes trend information. No follow-up attempts are needed. No further information expected.

Manufacturer narrative:
There was no reasonable suggestion of device malfunction. Summary of investigation: lot aa2381 is the only lot within the scope of this investigation. Thermacare lots are produced as individual lots. The device history record (DHR), reserve samples, and trending were evaluated. No quality issues were identified. Conclusion: the root cause category is non-assignable (complaint not confirmed as a quality defect). After a review of the batch thermal records, thermal results all met product release criteria. Consumer reports the wrap caused "burns." The cause of the consumers reporting the wrap caused "burns" is inconclusive since the review of records does not provide evidence to support a product defect. The product effect may vary with each individual. Care should be taken when using the device. Following all safety and use information as provided with the wrap to avoid the risk of burns or other skin irritation. The plant has reviewed this batch from a manufacturing perspective. No quality issues were identified upon this review of batch records, release testing data or, an inspection of retained samples. Retained samples met the product description, and the product is within the expiration date. This complaint does not impact the product quality for the batch.

Event description:
Event verbatim [preferred term]. Burns [thermal burn], , narrative: this is a spontaneous report from a contactable pharmacist. This pharmacist reported same event for five patients. This is the fifth of five reports. A patient of unspecified age and gender started to receive thermacare heatwrap (thermacare fuer flexible anwendung), lot number aa2381 and expiration date 31dec2021, via an unspecified route of administration from an unspecified date at unknown dose for an unspecified indication. The patient's medical history and concomitant medications were not reported. The patient complained about the batch due to burns (in the period august-march). The action taken in response to the event for thermacare heatwrap was unknown. The outcome of the event was unknown. According to product quality complaints: there was no reasonable suggestion of device malfunction. Summary of investigation: lot aa2381 is the only lot within the scope of this investigation. Thermacare lots are produced as individual lots.the device history record (DHR), reserve samples, and trending were evaluated. No quality issues were identified. Conclusion: the root cause category is non-assignable (complaint not confirmed as a quality defect). After a review of the batch thermal records, thermal results all met product release criteria. Consumer reports the wrap caused "burns." The cause of the consumers reporting the wrap caused "burns" is inconclusive since the review of records does not provide evidence to support a product defect. The product effect may vary with each individual. Care should be taken when using the device. Following all safety and use information as provided with the wrap to avoid the risk of burns or other skin irritation. The plant has reviewed this batch from a manufacturing perspective. No quality issues were identified upon this review of batch records, release testing data or, an inspection of retained samples. Retained samples met the product description, and the product is within the expiration date. This complaint does not impact the product quality for the batch. Follow-up (24aug2020): new information from pfizer product quality group provided investigation results include investigation results: no follow-up attempts are needed. No further information expected.

Event description:
Burns [thermal burn], narrative: this is a spontaneous report from a contactable pharmacist. This pharmacist reported same event for five patients. This is the fifth of five reports. A patient of unspecified age and gender started to receive thermacare heatwrap (thermacare fuer flexible anwendung), lot number aa2381 and expiration date 31dec2021, via an unspecified route of administration from an unspecified date at unknown dose for an unspecified indication. The patient medical history and concomitant medications were not reported. The patient complained about the batch due to burns (in the period august-march). The action taken in response to the event for thermacare heatwrap was unknown. The outcome of the event was unknown. Additional information has been requested and will be provided as it becomes available.